Event description:
The customer reportedly received the following results on the accu-chek compact plus system within 10 mins: 259 mg/dl, 86 mg/dl and 112 mg/dl. No reported actions taken or treatment received. No adverse event reported. New system sent to customer and returned requested.